Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Date of event: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Manufacturing date: dec 11, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that implant removal surgery was performed on (B)(6) 2016 due to patient reaction to the implants resulting in pain. A 4.5mm/5.0mm locking compression plate and an unknown quantity of unknown screws were removed. The devices were initially implanted on (B)(6) 2016. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device was discarded by the facility.